Manufacturer narrative:
On (B)(4) 2009 a field service engineer visited the site and replaced the cpu due to issues of smoke and flash. He verified repair per established procedures. Results met published performance specifications. (B)(4). (B)(4. This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
During startup of the act 5diff hematology analyzer, the operator heard a popping/cracking sound and saw a flash in the area of the power supply fan on the central processing unit (cpu). A small puff of light smoke was also observed. The operator immediately unplugged the analyzer. The customer did not report flames, arcing or shock. A fire extinguisher was not used nor was the fire department called. No one sought medical attention as a result of this event.